Event description:
It was reported that the patient thought they fell and something went wrong and hcp (health care professional) had to change the pump. The patient thought it was the pump was replaced on (B)(6) 2003. The patient did not know what happened but something was wrong with the pump. The pump was used to infuse two unknown types of medication at the time of event. No patient symptoms, outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # j10941r23, product type catheter. (B)(4).